Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 80" message. Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.